Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) knob had broken off. It was also determined at analysis that the output connector assembly was broken. The hanger assembly was broken. There was a backlight issue with the connector on main printed circuit board (pcb). The upper case was broken. The encoder assembly was replaced as a preventative measure. One knob was missing, and the battery drawer stuck during initial inspection. The lower case was broken and contaminated. The label was missing, and the main seal and one tube were contaminated. The liquid crystal display(lcd) and display framer were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) knob had broken off. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.